Event description:
It was reported that customer experienced pump malfunction, but no blood glucose values or specific symptoms were provided. There was no reported impact to the customer¿s blood glucose level. Customer was provided replacement pump, original pump was turned on and showed malfunction alarm again after reset, and device return was planned so pump could be checked further, with no additional information available about any other actions taken.